Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device rewound without incident. However, a motor position encoder error alarm was found in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed the self-test, unexpected restart and all operating currents measurement. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, broken battery tube threads and a missing end cap sticker.